Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination, however, review of the provided photo confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had fallen after getting a hinge knee put in. Surgeon wanted to do an insert swap. When they took the insert out, they realized the metal bearing inside the poly of the attune lps b/b had become disassociated.